Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be determined. Furthermore, a correlation between the device and the event(s) that prompted the transplant could not conclusively be determined through this evaluation. It was reported that the patient underwent a transplant on (B)(6) 2021, and the device operated as expected. It was communicated that no patient related information would be shared due to a restricted data policy. The device was not returned for evaluation. Although no device-related issues or adverse events were reported, the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted. Whether the transplant was due to a device or therapy related issue was unknown.